Event description:
It was reported that during the replacement surgery, high impedance was observed when the replacement generator was connected. It was noted that the pre-op diagnostics showed no impedance issues. The surgeon reported having difficulty removing the lead from the generator due to the placement of tie-downs on the lead wire. It was noted that the surgeon was familiarly confident that the lead had been damaged due to generator removal. It was noted that the surgeon had difficulty removing the generator due to the way the previous surgeon had implanted the device. System diagnostics on the new generator confirmed the high impedance. Patient had a lead replacement occur. The explanted device has not be received to date. No additional relevant information has been received to date.

Event description:
Per the surgeon, visual inspection of the lead found a break near the generator. It was stated that the surgeon had difficulty removing the generator due to extensive scar tissue at the generator site. Per hospital policy, the generator has not been returned. No additional relevant information has been received to date.